Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
On june 3, 2006 the lay user/patient contacted lifescan alleging that her one touch ultra was reading inaccurately high compared to her feeling/normal readings. The medical affairs specialist spoke with the patient on june 5, 2006 to obtain/the verify the following information. Before dinner on june 2, 2006 (5:16pm), the patient got a meter reading of "444 mg/dl" and reportedly did not have any high blood glucose symptoms. The patient stated that she usually does not have warning signs of high blood glucose levels but she was concerned with her meter reading because she rarely gets readings over 400 mg/dl; however, the patient stated that she has been under a lot of stress that day. The customer care advocate (cca) verified that the meter was set correctly to "mg/dl", the sample was from an approved source, and the correct testing/cleaning techniques were used. After the test, she followed her novolin pen sliding scale, took 16 units, and then ate a "normal" dinner. Around 8pm, the patient felt like she was having low blood glucose symptoms because she had leg cramps and was sweating around the neck. The leg cramps made it difficult for the patient to get her meter to test but she was able to get some milk, juice, 1 slice of bread and 4 pieces of candies. The patient felt better by the time she retested on her meter at 9:24pm when she got a meter reading of "134 mg/dl". The patient has congestive heart failure earlier this year and broke her hip two years ago. The patient stated that her broken hip may have contributed to her leg cramps. The patient also stated that the cca walked her through a control solution test, which passed. However, this complaint is being reported because the patient took insulin based on her "444 mg/dl" meter reading and 3 hours later developed low blood glucose symptoms, which required food treatment. The meter, test strips, and control solution replaced.